Manufacturer narrative:
Complaint history and product history records could not be reviewed because the attached poster did not provide a lot number or any identification traceable to the manufacturing documentation. A root cause for the listed issues could not be determined. This file was logged from a poster display. Poster name: comparing intraoperative and postoperative characteristics of preloaded intraocular lens systems. Not enough information was provided on the poster display for further investigation. The event reported was discovered on a poster display. No further information is available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during a conference, a poster was identified that was titled: comparing intraoperative and postoperative characteristics of preloaded intraocular lens systems. The poster identified two different preloaded iol injector systems. The audit included 310 eyes of 279 patients who had phacoemulsification surgery over 10 months, in which one model was the preloaded lens choice for the first four months (110 eyes), and another model was used for the subsequent six months (200 eyes). There were reports of misdirected leading haptic, secondary manipulation with instrument to reposition in the capsular bag and inserter malfunction.